Event description:
It was reported that the lead had dislodged. Sensing anomaly and pocket infection were observed. As such, the lead was replaced. Lead will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.